Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away due to kidney and liver failure, cardiac failure, and diabetes insulin dependant. The caller stated that the customer was not mentally functioning prior to her admission, and she was hospitalized since (B)(6) 2013 due to pneumonia, heart failure, uncontrollable diabetes, liver and kidney failure. It was stated that the customer was off of the insulin pump since she was hospitalized. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.